Event description:
Implants are ruptured and must have them removed. Migraines, skin issues, heart palpations, major league, chest pain, rashes, chest pain, rashes, no sleep, major anxiety, arms and legs go numb, chills at night, chronic pain, muscle aches, exercise caused flu, zero libido, ringing in ears, lymph nodes, always tender, gallbladder died, two sinus surgeries, cold hands and feet, joints lock up, joint pain, ridges in nails, bad acne, food intolerances, mood swings, panic attacks, dizzy. FDA safety report ID# (B)(4).